Manufacturer narrative:
Based on both the information provided and evaluation of the instrument logs, it was determined that the sub-optimal tissue processing reported was derived from the "6.5 hr routine run" protocol comprising 14 cassettes, which started in retort a at 04:23 am on (B)(6) 2017 and completed at 10:27 am on (B)(6) 2017; the "pbm 2 hour run" protocol comprising 36 cassettes, which started in retort a at 16:37 pm on (B)(6) 2017 and completed at 18:47 am on (B)(6) 2017 and the "pbm 4 hour run" protocol, which started in retort b at 18:51 pm on (B)(6) 2017 and was abandoned by the user prior to completion. Manufacturer evaluation of the instrument logs showed that the reagent in bottles 2 (formalin) and 4 (ethanol) had been replaced and the default concentration of 100% had been set for both bottles in the period between 01:15 am and 01:27 am on (B)(6) 2017, which was prior to commencement of the three (3) protocols from which sub-optimal tissue processing was reported. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottles 2 (formalin) and 4 (ethanol) was subsequently used for step 1 (fixation) and the final dehydration step respectively of the "6.5 hr routine run" protocol started in retort a at 04:23 am on (B)(6) 2017; the "pbm 2 hour run" protocol started in retort a at 16:37 pm on (B)(6) 2017 and the "pbm 4 hour run" protocol started in retort b at 18:51 pm on (B)(6) 2017. As the reagent in bottle 4 used for the final dehydration step of each of these protocols was formalin, water would have been re-introduced into the tissue which cannot be displaced in subsequent processing steps; resulting in contamination of reagents used in the subsequent processing steps and ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "6.5 hr routine run" protocol started in retort a at 04:23 am on (B)(6) 2017; the "pbm 2 hour run" protocol started in retort a at 16:37 pm on (B)(6) 2017 and the "pbm 4 hour run" protocol started in retort b at 18:51 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was determined was a use error, which occurred prior to commencement of the "6.5 hr routine run" protocol started in retort a at 04:23 am on (B)(6) 2017; the "pbm 2 hour run" protocol started in retort a at 16:37 pm on (B)(6) 2017 and the "pbm 4 hour run" protocol started in retort b at 18:51 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. Specifically, the reagent in bottle 4 (ethanol) was replaced with formalin in error, as reported to a leica representative.

Event description:
Leica biosystems was advised that the quality of tissue processing from three (3) processing runs comprising more than 50 specimens had been adversely impacted when the reagent in bottle 4, which is designated for ethanol, was filled with formalin in error prior to execution of three (3) processing runs from which sub-optimal tissue processing was identified. It was also reported that the tissue samples exhibiting sub-optimal processing had subsequently been re-processed; and no issues had subsequently been identified at either microtomy or staining. On 26 may 2017, leica biosystems received confirmation that all cases from tissue samples exhibited sub-optimal processing were diagnosable.